Event description:
The customer reported via phone call that the screen and keys are coming in and out on the insulin pump. Customer had tried to do a bolus and the keys stopped responding. Customer stated that later the keys began to work. Customer's blood glucose was 404 mg/dl at the time of the incident. Customer stated that there is currently moisture under the lcd screen. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer does not wish to troubleshoot for high blood glucose at this time. Customer also received a displayable history check failed on startup alarm after the blank screen because the pump began to count down. Customer stated that the pump was not stored without a battery or a dead battery for an extended period of time. It was explained that this is normal pump behavior. Customer did not want to troubleshoot for the alarm.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents. No damage was found on the c13/lcd isolation tape. All buttons were functioning properly during testing, however, moisture damage to the keypad traces was found during the visual inspection. No unexpected shutting down or restarting was noted. No moisture damage was found on the electronics, motor, battery tube, and vibrator assembly during the visual inspection. The pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test. There was no motor error alarm noted. The motor passed motor test. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window.